Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a chemo spill, described as a large 2-inch white piece that snapped between the two tubing sets. The pump screen displayed that it was running with a reservoir volume of 131.6ml, empty in 43 hours and 52 minutes. No alarms was triggered. There was patient involvement and no patient harm adverse event was reported.